Event description:
It was reported that intermittently the monitor power would loose power. This could cause the system to become unusable due to the inability to produce live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.